Event description:
Philips received a complaint by the customer on the v60 indicating that the light crystal display (lcd) was not functioning properly. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the lcd was not functioning properly. The remote service engineer (rse) performed a troubleshoot with the customer and it was discovered that the customer had a 1st generation lcd and required an upgrade to the 2nd generation lcd. The rse provided the customer with the part number of the 2nd generation lcd for upgrade. The investigation is ongoing.

Manufacturer narrative:
It was reported that the liquid crystal display (lcd) was not functioning properly. The remote service engineer (rse) performed a troubleshoot with the customer and it was discovered that the customer had a 1st generation lcd and required an upgrade to the 2nd generation lcd. The rse provided the customer with the part number of the 2nd generation lcd for upgrade. The customer upgraded to the 2nd generation lcd to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.